Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: 4968-35 lead, implanted: (B)(6) 2017, 4968-25 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.